Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to the manufacturer for analysis. Concomitant medical product: other relevant device(s) are: synergy spine. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that l3-l5 performed on (B)(6) 2019 and both imaging system, and navigation system were used together. The patient was with severe spinal deformity. Paralysis occurred due to a pedicle deviation of the l3 right screw. The screw was replaced on (B)(6). The delay of the procedure was 1-hour or longer.